Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the guidewire through a needle is confirmed and was determined to be use related. One 0.035 in. J-tip guidewire was returned for evaluation. An initial visual observation showed blood use residues throughout the returned guidewire. The guidewire appeared to have a slight kink towards the distal end of the device just proximal of the j-tip. A functional test of attempting to pass the guidewire through an 18 ga introducer needle revealed difficulty advancing the guidewire through the needle at the kink in the guidewire. A measurement of the guidewire was taken and was observed to be 0.035 in. In diameter. Because use residues were observed throughout the guidewire and a small kink was observed around the blood use residues, the guidewire was observed to have difficulty passing through an introducer needle. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer the wire was getting stuck while they were trying to thread the wire through the needle and reported the wire was stuck inside the needle when they attempted to retract. (B)(6) 2024 - the guidewire returned for evaluation was found to have a slight kink towards the distal end.